Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information provided, it was reported that during a knee arthroscopy, there was metalabrasion while using a 4 mm ultra aggressive plus. Fragments were easily removed. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the metal fragments cannot be seen clearly. The complaint reported was not confirmed due to the photo do not provide evidence of the defective into device. As a result, we cannot determine a root cause for the reported failure, but the possible could be attribute if the surgeon does not utilize proper irrigation during use of the device. When the proper irrigation is not utilized, the blade surface can heat up from the friction between the inner blade and outer sheath therefore causing a cold-type weld to occur and generated shavings. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: m2001021, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a knee arthroscopy, there was metal abrasion while using a 4 mm ultra aggressive plus. Fragments were easily removed. No surgical delay or patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b5: upon complaint review, it was determined that it was inadvertently missed on the initial report that the procedure was completed with the same device.